Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to periprosthetic fracture of the femur.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Device was not returned for analysis; therefore, a product evaluation could not be conducted. Dhrs were reviewed and no discrepancies were found. Review of the complaint histories determined that no further action is required as no were trends identified. Patient suffered a periprosthetic fracture of the femur. A long stem and cables were used in the revision. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.